Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump has alarmed no delivery with multiple infusion sets during prime. The customer reported she has experienced high blood glucose over 400 mg/dl. Blood glucose at the time of the alarm was 199 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.